Event description:
The pt has been having high blood glucose readings on suspect device all week. He has been adjusting insulin according to blood glucose values. Woke up not feeling well, he was almost unconscious and tested blood glucose on suspect device, was 222 mg/dl. He had not yet taken any insulin. He felt hypoglycemic so wife called emergency medical technicians. They tested blood glucose and was 48 mg/dl. He was taken to ER and given glucose and notroglycerine for tightness in chest.